Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding product information and availability of device return has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side bubbles, "slight lobulation of their contours, minimal amount of periprosthetic fluid is observed and capsular contracture baker grade IV". The device has been explanted.